Event description:
New information received notes that the right ventricular lead exhibited high out-of-range defibrillation impedance.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited unspecified out-of-range defibrillation impedance and high capture threshold. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable. Further information was requested but not received.